Event description:
It was observed that during the device evaluation, the camera head exhibited water tightness lost in the head unit and the button. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is that the zoom switches don't work due to poor water-tightness of head unit and the button. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.